Event description:
Customer reportedly obtained results of 350mg/dl, 180mg/dl, and <100mg/dl within 10 minutes on the same device. Device memory shows result of <100mg/dl 6 hours apart from previous 2 results. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.